Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference 125370108202000009. The report says: "the patient was admitted to ICU at 23:05 on january 11, 2020 due to intracerebral hemorrhage. On january 12, 8:00, the patient show symptoms of shortness of breath, the physician gave invasive ventilation by mouth intubation and ventilator. When the ventilator was connected to the patient, "hu, hu" occurred at the expiratory end, alarm of "tube falling off at the ventilator end" appeared on the screen. Checking all circuits, all connected well, then re-start c1 , but the alarm was still there. The doctor immediately replaced the ventilator, worked normally without any alarm, and the patient's shortness of breath was alleviated. ICU inform the medical equipment department staff to check, after the replacement of the expiration end connection valve, problem was still there, then contact the manufacturer engineer to repair". Shortness of breath or dyspnea on its own is usually not dangerous, but in this issue shortness of breath is a sign of a life-threatening condition and therefore the issue is deemed as a serious injury. The issue may lead to insufficient ventilation and/or a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
The patient was admitted to ICU at 23:05 on (B)(6) 2020 due to intracerebral hemorrhage. On (B)(6) 8:00, the patient show symptoms of shortness of breath, the physician gave invasive ventilation by mouth intubation and ventilator. When the ventilator was connected to the patient, "hu, hu" occurred at the expiratory end, alarm of "tube falling off at the ventilator end" appeared on the screen. Checking all circuits, all connected well, then re-start c1 , but the alarm was still there.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause of the problem was a defective expiratory valve membrane. The expiratory valve membrane was replaced which resolved the problem. There was no patient or user harm.

Event description:
The patient was admitted to ICU at 23:05 on (B)(6), 2020 due to intracerebral hemorrhage. On january 12, 8:00, the patient show symptoms of shortness of breath, the physician gave invasive ventilation by mouth intubation and ventilator. When the ventilator was connected to the patient, "hu, occurred at the expiratory end, alarm of "tube falling off at the ventilator end" appeared on the screen. Checking all circuits, all connected well, then re-start c1 , but the alarm was still there.